Event description:
It was reported that during a supraventricular tachycardia (svt) episode, this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp). After that atp therapy was delivered, the rhythm accelerated, and the rhythm morphology change into a true ventricular tachycardia (vt). Then, the ICD appropriately delivered five shocks and the rhythm was converted. Technical services (ts) recommended further review with the physician. This ICD remains implanted and no additional adverse patient effects were reported.